Event description:
On (B)(6) 2012, the pt reported that she had noticed that her infusion tubing had come loose from the luer lock on (B)(6) 2012. The pt stated that the infusion tubing may have gotten caught on her clothing or another object that caused it to become loose. The pt's blood glucose level was elevated to 512 mg/dl. Her target blood glucose range is 80-120 mg/dl. The pt changed the infusion tubing and administered a bolus via the infusion device and was successfully able to lower her blood glucose level into her target range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set will not be requested to be returned for eval because the pt discarded it.